Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the sudden symptoms return was not determined. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had the device implanted on the (B)(6) and noted that they had went in on the (B)(6) to adjust from program 3 to program 2. The patient stated that they were on program 2 at 0.8 v and that they had started flooding (B)(6). The patient noted that they were just wetting and could not control it. The patient reported that they got better and then on the day of report it was still doing the same thing. The patient increased to 0.9 v on program 2 and noted that it was like they did not have the device in them. The patient indicated that they were up all night long continually wetting with no control over it. The patient synced with the implant using the patient programmer (pp) noting that stimulation was on and set on program 2 at 0.9 v. The patient then increased the stimulation to 1.0 v on program 2 and stated that they felt stimulation in the correct area. No further complications were reported or were expected.